Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of two 3.5 cm cuffs, pump, and balloon were implanted. Additional information received indicated the patient experienced recurring incontinence. The patient was recovering following the replacement surgery.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of two 3.5 cm cuffs, pump, and balloon were implanted.